Event description:
A malfunction alarm occurred with code malf 12, but no notable events were reported before the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.